Event description:
The manufacturer received an allegation that the device did not meet the acceptance criteria of evaluation process due to critical errors pertaining to the internal battery. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The internal battery needs replaced. The device was scrapped and no repairs were done.